Event description:
Related manufacturer reference number: 2017865-2023-00148, related manufacturer reference number: 2017865-2023-00149.. It was reported that the patient presented to the hospital on (B)(6) 2022 for a follow-up as there was drainage from incision site related to recent pacemaker placement. Upon examination, it was noted that the pacemaker, the right ventricular (rv) lead and right atrial (ra) lead had infection. The physician explanted the whole system on (B)(6) 2022. The patient was in stable condition before, during and after procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Manufacturer narrative:
Correction h6- added 1154 - wound dehiscence code.